Manufacturer narrative:
Final device analysis revealed no significant anomalies. The root cause of the failure could not be determined. The capsule was returned unattached from the delivery system and the capsule trocar needle was advanced with blood and tissue present.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule fell off in the patient's mouth. No serious injury to the patient' was reported.